Manufacturer narrative:
Batch review performed on 09 january 2018. (B)(4).

Event description:
The patient came in due to signs of infection. The patient tested positive for streptococci. The surgeon washed out the knee and swapped the insert. The surgery was completed successfully.